Event description:
It was reported that the customer had no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 307 mg/dl. The customer problem of no delivery alarm was resolved by changing reservoir. The customer was advised to return reservoir and we will replace it. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).